Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (error b30) could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg), there was the possibility that this phenomenon was attributed to the contact failure at electrical contacts of the video connector socket of the subject device and/or the video connector of the used endoscope, which might be caused by the use of the subject device with foreign objects such as dust or chemical residue adhering to these electrical contacts. It was surmised that due to the contact failure, the communication with the endoscope had failed and the reported error b30 occurred. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing, the scope communication error b30 was displayed on the monitor. Also, the technical customer support of olympus (B)(4) informed that endoscope was not detected, and an image appeared when wiggling the video connector. There was no report of patient injury associated with this event.